Event description:
The manufacturer received information alleging a ventilator was not displaying a pressure bar on the display screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. The tubing from the porting block adaptor to the active exhalation control module was found to be disconnected. The tubing was reconnected to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.